Event description:
The placement of the catheter and contrast injections proceeded without incident. Physician pushed the distal end, when - without any further impact, the distal end detached. The tip remained in the anterior cerebral artery. Doctor attempted unsuccessfully to retrieve the tip with a micro snare. The tip remains in the patient vasculature, without sequelae.